Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: hematoma, infection, necrosis, amputation of the limb. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery (cfa) after a peripheral interventional procedure. Reportedly, after vessel closure a <5 cm hematoma developed which was treated with manual pressure. Two weeks later the hematoma became infected and was treated with open irrigation, drainage, cleansing, and antibiotics. The infection did not involve the artery at that time; only the hematoma and surrounding tissue. Ten days later, the pt was hospitalized with a ruptured femoral artery. Reportedly, the cfa was surgically ligated. The pt has a history of peripheral vascular disease and necrosis occurred in the femoral artery. One week later, the limb was amputated above the knee. Reportedly, the initial reporter would have elected other treatments vs. Cfa ligation and amputation. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.